Manufacturer narrative:
Vyaire medical complaint #: (B)(4). Results of investigation: the vyaire medical failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting as no failure was detected.

Event description:
The customer reported that while using their avea ventilator, the user interface module (uim) screen is smeared, distorted and not readable. It is currently unknown if there was patient involvement associated with this event.